Event description:
It was reported that the artificial urinary sphincter (aus) device stopped working and the patient started experiencing incontinence eleven years after implant. He underwent a surgical procedure in which all components were explanted and replaced. The patient is expected to fully recover.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that pinhole found in the cuff would affect the functionality of the device and would therefore be the most probable cause for the reported allegations of urinary incontinence. Product analysis confirmed a device issue. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cuff component was visually inspected, and it was noted that the tab is torn, most likely during explant, and a hole was identified in the middle of a fold within the cuff pillow. A cuff leak was identified in the cuff shell lateral area. Under the microscope, the cuff leak is observed to be an inside out pinhole at a fold consistent with wear damage from the inside due to the inside indentation around the pinhole. Inspection of the remainder of the device, revealed no other damage or irregularities. The pump component was examined and tested. During the visual test, it was noted that there was wear along the top of the input tubing leading from the balloon into the pump. A similar wear pattern was noted along the bottom and side of the output tubing leading from the pump to the cuff. These wear patterns suggest that the pump krt's became twisted and wore against each other within the patient. No leaks were identified during leakage testing. A functional testing was performed and the pump failed the low flow rate portion of the test and passed the high flow portion of the test. The balloon component was inspected and during the visual examination, it was noted that there was light wear along the top surface of the krt (kink resistant tubing). The balloon passed the leak test. Under the microscope, it was confirmed that there is light wear along the top surface of the krt. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). The ams 800 IFU lists urinary incontinence as a potential adverse event(s) associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) device stopped working and the patient started experiencing incontinence eleven years after implant. He underwent a surgical procedure in which all components were explanted and replaced. The patient is expected to fully recover.